Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple laparoscopic procedure, two reloads did not fire. The surgeon was able to press the green button. Another handle was used with the 2 reloads however, it did not fire at all. Third reload was used with the second handle to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. Visual inspection of the returned product noted that the loading unit was fully fired. The loading unit anvil was bowed and the knife-bar assembly was buckled. The loading unit was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported conditions of bowed anvil and buckled knife-bar that has no relationship to the reported condition. (Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple laparoscopic procedure, two reloads did not fire. The surgeon was able to press the green button. Another handle was used to complete the case. The reloads used with the new handle did not fire at all. Third reload was used by the surgeon to complete the procedure. There was no patient injury.